Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a esophagogastroduodenoscopy (egd), with banding, performed on (B)(6) 2009. According to the complainant, during the procedure, the physician successfully deployed the first band. When he went to deploy the second band, he heard the "click", but the band did not deploy. The physician felt that the first band was sufficient to complete the procedure. Therefore, the procedure was aborted at this time. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.